Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure with burst fracture. The physician communicated that patient had "horrible outcomes"; there was a "cortical bone cement leakage with nerve damage and some paralysis". No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.